Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During first inflation at nominal pressure for 20 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.